Event description:
Hydration put on pump for rate of 999ml\hr total volume 1000. At 45 minutes into infusion, should have been 250ml left in bag with 750m infused. Actual volume left in bag was 700ml and only 300ml had been infused. Pump stated 870ml infused.